Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of ticket history, a search for similar complaints, a review of trending data, and a review of product labeling. The field service representative inspected and replaced the heater, trigger, pre-trigger and determined this to be the likely cause. Review of the service history did not identify any additional occurrences of discrepant troponin results since the replacement. A review of product historical data and manufacturing data did not identify any trends or systemic issues. A search for similar complaints did not identify any abnormal complaint activity. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Patient ID: (B)(6). All available patient information was included. No additional patient information was available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed troponin results for 2 patients, when processing on the architect i1000sr. The customer stated the results reported for the 2 patients were <3, whereas the actual result was 10 pg/ml. Following data was provided: sid (B)(6): initial result 2.44 pg/ml, repeat 10.3 pg/ml, 10.2 pg/ml, and 10 pg/ml. Sid (B)(6): initial result -2.60 pg/ml, repeat 11.1 pg/ml and 10 pg/ml. The customer also observed leak and error code 1008, unable to perform the test, final read error, prior to initial testing of sid (B)(6). The customer believes this error was due to a leak. No impact to patient management was reported.